Event description:
Knee revision was reported due to patella pain. Patella was not resurfaced at the index procedure. It was resurfaced and insert exchanged during this revision.

Manufacturer narrative:
Additional information: the associated device was returned and evaluated. The visual inspection of the returned device shows yellowing of the insert. A review of the complaint history shows no prior complaints for the listed lot. A lab analysis was completed. A microtome was used to produce a thin film (190 ¿m thick) through the thickness of the implant in the yellow region. Measurement of the oxidation in the uhmwpe tibial insert was conducted, the presence of a ketone peak at 1718 cm-1 was utilized as an indicator of oxidation. In addition, it is known that uhmwpe material within the body can absorb esterified fatty acids (efas) from the physiological environment, which can produce a yellow color in the uhmwpe material similar to oxidation. The presence of an ester peak at about 1738 cm-1 was utilized as an indicator of efa absorption. There were ester peaks at about 1738 cm-1 due to absorbed efas near both the distal and proximal surfaces. No ketone peaks were observed at about 1718 cm-1, which suggests that oxidation had not occurred. It should be noted that the relatively large ester peaks have shoulders that overlap the ketone region (1718 cm-1). Therefore, it is possible that a small amount of oxidation had occurred in this implant but that it is obscured by these ester peaks. Nonetheless, this data suggests that little to no oxidation had occurred and that the yellow color is due to esterified fatty acids that were absorbed from the physiological environment. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.